Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the dynamic hip screw (dhs) plate was required to be removed from a healed femur neck fracture. It was impossible to disassemble the plate out of the dynamic screw. The dynamic screw and plate was removed out of this patient as a one fused unit. There was a forty-five minute surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Part# /lot# combination cannot be verified, therefore a review of the device history record could not be completed. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.